Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's friend was helping patient recharge their implant and when it connected, the patient felt a shock in their right hip. The stopped the recharge session and put everything away. They no longer felt the shock; however, they didn't complete recharging the implant. They had more difficulty finding and connecting to the device today and saw a 1707 error code. They noticed that it seemed like the implant had moved, as it seemed like it used to be higher. On (B)(6) 2020 the patient fell and broke their right shoulder. They had about 3-4 CT scans and were told everything is intact. The patient now required assistance to connect, to adjust, or recharge. Last week when they recharged they didn't have this issue. When asked, the patient said that the recharger was in the belt. On the call, patient services recommended to wear a line layer of clothing and line up the bottom of the implant with the bottom of the recharger using the belt. After this was preformed the patient started an excellent charging session with the implant at 30%. After about 10 minutes of charging they were still charging (no dropped connection or shocking present) with excellent quality and the device at 50%. They stated that their friend was using "body weight" to hold the recharger over the implant, but confirmed they are using the belt and it fits. The patient was going to continue to charge their device and callback if the issue persisted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that hcp was notified of the event of the device movement and it was also confirmed. The cause of the reported issue was determined. The issue was resolved by putting a thin layer cloth between recharger and device. The reported symptom was resolved.